Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the child experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. The customer did not mention any symptom or treatment related to low blood glucose level. The customer reported that the retainer ring was cracked. They declined troubleshooting because the insulin pump was being replaced. The insulin pump will be returned for analysis.